Event description:
It was reported that the device was taking a long time to charge and then went into backup vvi mode. The device experienced a power on reset (por). Analysis of the ICD revealed an arc mark, consistent with a lead to can short.

Manufacturer narrative:
No medwatch form was received.